Event description:
It was reported to boston scientific corporation that during an ultrasound procedure, the tip of the sensor guidewire was noticed to be broken off and inside the kidney. It is unknown if the tip of the guidewire was removed from the patient. It is also not known if a second procedure was scheduled for removal.additional attempts have been made to obtain event clarification and patient follow up. These attempts have been unsuccessful.

Manufacturer narrative:
(B)(4).